Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was observed to exhibit high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) called technical services (ts) and requested lead evaluation. Ts reviewed the presenting impedance trends and confirmed the high out of range impedances. Ts discussed possible causes and recommended for a commanded shock for further evaluation of the lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported.